Event description:
It was reported that patient underwent primary hip procedure on (B)(6), 2007. Revision procedure was performed on (B)(6), 2012 due to pain and elevated metal ion concentrations. No further information has been received.

Manufacturer narrative:
Additional information was received on (B)(4) that included item and lot numbers. All relevant information gained from those numbers including expiration date, manufacturing date, 510(k) number, item name and product code has been included in this MDR follow-up.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.expiration date - unknown. Device manufacture date - unknown.this is 1 of 3 MDR reports for the same event (see: 3002806535-2012-00122/124).